Event description:
The customer alleged that while in use on pt, the 840 ventilator switched into the service mode. In the service mode there is no ventilation. The pt was reported as unharmed. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilator ever switched mode by itself, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.